Manufacturer narrative:
Alarms were noted on the customer's calibration data. Qc was acceptable. Ise slope margin and ise conditioning alarms were observed on the alarm trace data. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found reagent bottles may have been contaminated, excessive washing of ise probe. The fse cleaned, adjusted and checked various instrument parts and replaced all detergent bottles from the ise. Calibration, qc and precision testing were performed.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for chloride (cl) on a cobas 6000 c (501) module. Patient 1 initial result was 115 mmol/l. The repeat result was 104 mmol/l. Patient 2 initial result was 118 mmol/l. The repeat result was 107 mmol/l. The initial results were reported outside of the laboratory. The cl electrode lot number and expiration date were not provided.